Event description:
The user received erroneous results for one patient sample. The initial ast result was 1 u/l, repeat result was 736 with a data flag and repeat result with a decreased sample volume was 721 u/l. The initial alt result was 0 u/l, repeat result was 836 u/l with a data flag and repeat result with a decreased sample volume was 973 u/l. The initial glucose result was 0.3 mg/dl, repeat result was 86.1 mg/dl with a data flag and repeat result with a decreased sample volume was 86.8 mg/dl. No information was provided to determine if the erroneous results were reported or if the patient was adversely affected. The reagent lot numbers were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Manufacturer narrative:
Further information provided stated the initial results for ast and alt were reported to the patient ward. The ward identified the results as false and reported them back to the lab. The initial glucose result was not reported. No patients were treated according to the false results.

Manufacturer narrative:
It was determined the root cause was an operator handling issue. The customer used a false bottom tube without a tube adapter. This is not recommended use. Appropriate tube types are listed in the operator manual.

Event description:
The customer reported the system is displaying a system error. No pt injury was reported.